Event description:
The patient had a previous ifuse si joint arthrodesis in or around (B)(6) 2013 where three ifuse implants were placed. The performing surgeon is unknown. The patient presented with pain complaints to a new surgeon. The new surgeon determined via CT scans that the patient was experiencing recurrence of her si joint pain. On (B)(6) 2013, the new surgeon performed a second surgery on the patient placing two additional ifuse implants adjacent to two of the previously existing ifuse implants. No additional work on the si joint was performed. Specifically, no previously placed implants were adjusted or removed. The patient is doing better following the revision surgery with less pain than before the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers and expiration dates for ifuse implants that were added on (B)(4) 2013: ifuse implant, p/n 4040-90, lot# 3782-10034, expires 2014-04; ifuse implant, p/n 4045-90, lot# 8136003938004, expires 2015-10.